Manufacturer narrative:
The hdl reagent lot number is 84911601 with an expiration date of 30-nov-2026. The creatinine reagent lot number is 875139 with an expiration date of 31-jan-2026. The calibration and qc were acceptable. The field service representative found a torn suction tube, a blocked spring stamp, and that the gear pump pressure was too low. He corrected the issues, and the instrument performed within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 1 patient sample and questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. Patient 1: the initial hdl result was 149 mg/dl. The patient requested that the sample be repeated because the result didn't match the patient's clinical history. On (B)(6) 2025, the repeated result was 32 mg/dl. Patient 2: on (B)(6) 2025, the initial creatinine result was 4.57 mg/dl. The doctor requested that the sample be repeated because the result didn't match the patient's clinical history or clinical status. The repeated results were 0.84 mg/dl and 0.81 mg/dl.